Manufacturer narrative:
Follow-up #1: date of submission 12/23/2014 - device evaluation: the device has been returned and evaluated by product analysis on 12/08/2014 with the following findings: a review of the black box and alarm history showed no activity outside normal use. A call service 178 alarm was observed on (B)(4) 2014 due to normal cartridge wear. The returned cartridge cap and battery cap was used to complete investigation. A rewind, load, and prime sequence was performed with no alarms occurred. The pump was exercised for 24 hours with no alarms occurring. The pump casing was removed and there were no defects found to the pcb. A call service 178 low cartridge warning was simulated during investigation, and the pump provided the appropriate audio-visual alert. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue; 178. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).